Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the returned device cannot confirm the report. The device was returned lightly scratched on the inner radius and rim, presumably from the implantation attempts. No dimensional analysis will be conducted at this time. 100% automated measuring at the time of production shows the device(s) met all dimensional specifications with no related deviations or anomalies identified in review of device history records root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000835, g7 neutral e1 liner 28 mm a, 6085975. The 010000835, g7 neutral e1 liner 28 mm a, 6085973. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10654, 0001825034 - 2017 - 10655.

Event description:
It was reported that during the procedure that two of the liners would not seat in the cup. The surgery was finished with a backup product. There was a delay of 1-2 hours in the procedure. Attempts have been made and additional information on the reported event is unavailable.